Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. A report was received indicating a cypher stent was associated with subacute stent thrombosis. The event involved a female of unknown age with a history of previous percutaneous coronary intervention. The indication for admission was acute myocardial infarction. An emergent coronary angiogram revealed thrombosis of a taxus stent implanted in the left main trunk extending to the proximal left anterior descending (lad) artery the day prior. The lesion was described as 20mm in length, thrombotic, concentric type b2 and at an area of a bifurcation. The reference vessel diameter was 3.5mm. According to the IFU, cypher is indicated for use in denovo lesions and no indicated for use in ostial lesions of lesions located at a bifurcation or in the left main trunk. Treatment of the thrombosis included aspiration followed by pre-dilation. A 3.0 x 33mm cypher stent was then implanted at 18 atm. The rated burst pressure for this product is 16 atm. Post-dilation was then carried out resulting in a residual stenosis of 0% and increase in timi flow from 0 to 3. Pre-procedure medications included asa and plavix. Heparin and argatroban were given during the procedure and post-procedural medications included argatroban, asa and plavix. The highest reported act value was 280. Twelve days following the cypher implantation the patient experienced chest pain and developed cardiogenic shock. A repeat coronary angiogram revealed thrombosis of the cypher stent. This was treated with aspiration and balloon angioplasty. An intra-aortic balloon pump and "pcps" were inserted and the patient went for emergent coronary artery bypass grafting of the lad and left circumflex arteries. Two days following the bypass surgery it was reported, "the blood transmission cannula was occluded so it was withdrawn". The patient's condition worsened and died from cardiogenic shock. The stent remained implanted in the pt and thus not available for evaluation. A device history records review was conducted and found the product met quality requirements for product acceptance. Based upon the information provided, it is not possible to conclusively determine the cause of the events however; there are patient, vessel, lesion and procedural factors that may have contributed to it. The physician commented, "the possible cause of the thrombotic event was due to blood clotting anomaly".

Event description:
The target lesion was the left main to the proximal left anterior descending (lad). The procedure was an emergent case due to acute myocardial infarction. The lesion was a thrombosis of a previously implanted 3.0 x 24 mm taxus stent. To treat the thrombosis, aspiration was conducted. Then pre-dilation was conducted with a 3.0 x 20 mm balloon at 8 atm for 10 seconds. A 3.0 x 33 mm cypher stent was implanted at 18 atm for 10 seconds in the taxus stent. Post-dilatation was conducted with a 3.5 x 10 mm balloon at 16 atm for 15 seconds. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 0 before the procedure and 3 after the procedure. Act was measured (280). Two weeks later, the patient complained of chest pain and developed cardiogenic shock. Coronary angiography was conducted and thrombus was observed in the cypher stent. To treat the thrombus, aspiration and balloon angioplasty was conducted with a balloon at 10 atm. Then iabp and pcps were inserted. Emergent CABG was conducted for the lad and the left circumflex. Two days later the blood transmission cannula was occluded and so it was withdrawn. The condition was suddenly changed and the patient passed away due to cardiogenic shock.